Manufacturer narrative:
Age at time of event: the patient¿s age was reported as in the ¿70s¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.